Event description:
The customer contacted stryker to report that their device will not turn on automatically when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the issue. The device is not repairable. The customer received a replacement device, the cause of the reported issue could not be determined.